Event description:
Follow up information identified the patient declined stimulation to be turned on at this time. Patient is medically stable.

Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging and using the ipg thus the ipg was inoperable. The sjm representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.